Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer plugged the usb cable into a power adapter the plug sparked. Subsequently, the usb cable stopped working. There was no reported impact to the customer's blood glucose. A replacement usb cable was sent to the customer.